Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The initial reporter also notified the FDA: medwatch # (B)(4) in dec 2023. Patient identified to be 5 months old at the time of medwatch report.

Event description:
It was reported that bd ext set dehp free 1.2mf tubing disconnected or broke and leaked. The following information was provided by the initial reporter: registered nurse (rn) turned on the lights to assess the patient and noticed backflow of blood into tubing set. Rn investigated and found that the lipid tubing filter had disconnected/broken, leaving lipids to spill onto floor and blood to backflow into the trifuse. Rn immediately stopped the lipids, clamped the old tubing and primed new tubing. Broken tubing was saved.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage from disconnected filter could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.